Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 404 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had switched form the digital insulin pump back to their medtronic insulin pump. The customer stated that their insulin pump is working fine. The customer did not return the product back for analysis.